Event description:
On (B)(4) 2015, the reporter contacted lifescan USA, alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The secondary issue #2 reported in follow up report #1 was incorrectly documented. It should read as follows: the test strips involved with this complaint failed testing. The test strips were evaluated and found to have a different lot number to the carton. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This follow up is reporting a further secondary issue that was observed during testing. Follow-up # 2 - device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: during testing the following secondary issue was observed. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. During testing, secondary issues were observed, as follows: the test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Test strips from different lots were mixed in the same vial. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Note: a further secondary observation will be reported in a separate follow up report.